Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an attorney regarding a patient who experienced personal injury arising out of the defective manufacture, sale, and use of a medtronic synchromed ii infusion system. Medical history and concomitant medications were not reported. It was reported that the patient suffered, using an FDA (food and drug administration) grading of injuries, the following category of damages: life-threatening injury (intensive care treatment, extended hospitalization, exaggerated rebound spasticity, and/or altered mental state) or serious injury (return of underlying symptoms, medical intervention, surgical revision, or observation). However, it was not specified which of the aforementioned damages pertained to this particular patient. Additional information was received from an attorney regarding a patient who was alleged to have been injured due to the device system's failure to deliver medications as prescribed, which required removal of the defective device; the nature of the personal injuries was not specified. The unspecified injuries were reported to have occurred "within the past several years"; as of the letter dated 2016-06-21, which was received by the manufacturer on 2016-06-28. It was reported that wrongful death resulted in "some instances," but it was not specified if the patient in this event actually died. The reportedly defective device system caused the patient and their family personal and economic injuries including but not limited to injuries and medical bills related to the failure of the device, and injuries and medical bills caused by the surgery or surgeries to remove the device.

Event description:
It was reported that the patient overdosed twice on the pump in (B)(6) 2015. All of a sudden it happened one day and it did not occur after a refill. The patient heard a loud clicking and a gear grinding sound from the pump. It was confirmed that the patient was not hearing an alarm. The patient felt himself being overdosed. The patient was ¿about to drop¿ so he went to the emergency room (ER). The patient was given intravenous (IV) treatment with narcan. The patient was released and the pump worked find for a few weeks and then this happened again. The pump was infusing dilaudid. Additional information has been requested that was not available at the time of this report. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
2015-09-14 additional information was received from a consumer. The pump's indication for use (IFU) was listed as non-malignant pain. The patient had a sudden change in therapy. The patient felt overdosed and that he was going to pass out and drop. The pump was making a gear grinding sound and then the pump gave him a lot of medication several times. The pump was now empty and the patient wanted to get it replaced. The physician tried to refill him and he refused. A pump replacement was planned for (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2014-(B)(6), product type: catheter. Product ID: 8835, serial# (B)(4), product type programmer, patient. (B)(4).